Event description:
Patient complained of red eyes. Slit lamp examination revealed a corneal ulcer, at 12:00, of the right eye. Topical anitibiotics and lubricants were prescribed. Patient was seen again on follow up, and dr. Noted a corneal abrasion located centrally on the cornea. Patient was referred to a corneal expert on 08/14/1998. Patient was seen by a specialist on 08/20/1998.